Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 428 mg/dl and 113 mg/dl. The customer was treated with bolus. Customer did not had bolus wizard settings. The customer was advised to follow up with health care professional if current settings need to be changed. The insulin pump will be returned for analysis.